Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Similar complaints for the inability to achieve primary stability (unable to place implant into osteotomy) have been previously investigated. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. While non-conformances were identified for some lots during manufacturing records reviews, the documented disposition actions for each have not suggested the likely release of non-conforming product. To date, all complaint data was found to be conforming and did not meet CAPA/hhe/d/ie escalation. Therefore, there were no complaints which confirmed a manufacturing or design related issue caused or contributed to the reported event. DHR review was completed for the subject lot number (1248462). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported events were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1248462) (complaint category keywords : unable to place implant into osteotomy) for similar events and no other complaint was identified. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. March post market trending was reviewed and there were no actionable events or corrective actions for the reported event (unable to place in osteotomy) or product. Review completed utilizing keywords: unable to place implant into osteotomy. As documented in the summary investigation, contributing factors for these reported events likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique.

Event description:
It was reported that the implant was unable to be placed due to a lack of primary stability. Tooth #30.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional 510(k) number is k101880.